Event description:
It was reported that prior to use, when trying to remove the protective sheath, the implant broke. The physician stated that the sheath was stuck on the implant. There was no patient involvement. There was no clinically significant delay in procedure. Another unknown device was then successfully used to finish the procedure. No additional information was provided. The returned device evaluation revealed that the balloon and distal end of the inner member were separated and returned in the protective sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported broken implant was not confirmed; however, the balloon/shaft was separated. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.